Event description:
It was reported that patient underwent a right total knee arthroplasty procedure on (B)(6) 2013. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to misalignment of the femoral component resulting in loss of range of motion. The femoral component, tibial bearing and locking bar were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states,"inadequate range of motion due to improper selection or positioning of components."